Manufacturer narrative:
(B)(4). Bd had not received samples from the customer facility for evaluation; therefore, the investigation was limited. Five photos were returned in support of the customer's complaint, however they did not show the reported defect. 25 retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode for the rubber sleeve falling off was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the rubber sleeve of a bd vacutainer® blood transfer device with luer adapter, came off with terumo tube when the tube was pulled out. It is believed that this occurred due to the tube being pushed into the device too deep. No serious injury or medical intervention reported.